Event description:
A malfunction alarm with the code 16-0x20e6 was reported for a pump in norway on (B)(6) 2025. The blood glucose level impact was unknown as the customer declined to answer whether it exceeded 500 mg/dl. The customer had already attempted to reset the malfunctioning pump within the last 24 hours. The pump was under warranty and the customer was informed that it needed to be replaced. Technical support confirmed the customer's shipping address, provided instructions for returning the defective pump, and arranged for a replacement pump to be sent. The customer did not share what backup therapy would be used to ensure continued insulin delivery.